Event description:
The customer reports the ventilator's expiratory valve failed to close (cycle). Expiratory minute volume and tidal volume dropped to zero. The expiratory minute volume alarm activated. There was no pt injury.